Event description:
It was reported that a syringe plastipak 1ml insulin s/su had scale marking issues before use. The following was reported by the initial reporter: "the syringe does not present scale marking."

Manufacturer narrative:
The following fields were updated due to additional information: h6: imdrf annex b grid: b15 - analysis of data provided by user/third party; h6: imdrf annex c grid: c16 - manufacturing process problem identified; h6: imdrf annex d grid: d03 - cause traced to manufacturing. H6: investigation summary: no physical samples were received; the investigation was performed based on the video provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time.

Event description:
It was reported that a syringe plastipak 1ml insulin s/su had scale marking issues before use. The following was reported by the initial reporter: "the syringe does not present scale marking."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe plastipak 1ml insulin s/su had scale marking issues before use. The following was reported by the initial reporter: "the syringe does not present scale marking"